Event description:
During acl reconstruction, a 10mm femoral tunnel was drilled. The graft being used was an achilles tendon. The bone block was trimmed to 10mm and inserted into the femoral canal, approx 25mm. The surgeon used an 8x25mm screw and was told he would need to tap. He inserted the 1.2mm guidewire and then used the biorcl starter through the tibial tunnel. Once this was done, he tapped using the 8mm calaxo tap through the tibial tunnel. The screw was properly seated on the driver and advanced through the tibial tunnel. When the screw was visualized in the knee joint space, two of the threads were completely flattened. The surgeon proceeded to insert the screw. The surgeon then tapped with a 10mm calaxo tap and inserted a 10x35mm screw however, the soft tissue was wrapped around the shaft and screw placement was compromised. The surgeon decided to back the screw out and re-insert it for better position. When the screw was backed out, all of the threads were flattened. The surgeon re-inserted the screw. When the knee was cycled the graft was visually seen moving past the screw in the joint space. The surgeon then inserted a 9x35mm screw into the tibial tunnel until it started pushing the first screw into the joint space. He then backed out the 9mm screw after considerable trouble re-seating the driver. The surgeon made several attempts to recover the 10mm screw but at this point, it appeared as though the screw had begun to dissolve and pieces were coming out stuck to the driver. The surgeon then re-inserted the 9mm screw however, fixation was so poor that he called for a competitor's device. There was 13-minute delay experienced while the competitor's device was autoclaved. No pt injury or complications took place.

Manufacturer narrative:
No device is being returned for evaluation therefore, no determination could be made for the reported device failure.